Event description:
On (B) (6) 2010, the lay user/patient's mother contacted lifescan (lfs) alleging that a control solution test performed on the patient's onetouch ping meter fell outside of the control solution range. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the reporter by phone. The patient's mother reported that on (B) (6) 2010 at approximately 2:30 pm, the patient obtained control solution result of "143 mg/dl" with the subject meter. The control solution range was "98-131 mg/dl". Prior to when the control test was performed, the patient's mother claimed that the patient had developed the symptom of thirst. At the onset of the symptom, the reporter stated that the patient had tested her blood glucose with the subject meter and obtained a result of "120 mg/dl". It is not known when the patient had last tested with the subject meter or what result she had obtained prior to becoming symptomatic. The cca noted that the patient is on an insulin pump; however, the patient's mother denied that the patient took any action regarding her diabetes management. In response to the symptom, the reporter stated that the patient drank water. At the time of troubleshooting, the cca noted that the reporter did not have control solution to test the reported products. Replacement products were sent to the patient. Although the patient developed a symptom suggestive of hyperglycemia, there is no indication that the subject meter caused or contributed to this serious injury. The patient was symptomatic prior to when the alleged issue started. In addition, there is no evidence of delay in treatment as a result of the alleged issue. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.